Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/24/2021. Corrected b5 narrative: it was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and the mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the mesh to be fibrotic and scarred within the muscle and fascia layers. It was grasped and the muscle and fascia were circumferentially dissected from it. The vas was noted to be adherent to it and it was dissected away from the mesh. It was reported that the patient experienced severe pain, burning, nerve damage, numbness, stress and anxiety. No additional information was provided.